Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the backup battery leaking acid was not confirmed. It was reported that the backup battery (serial number: (B)(4)) was exchanged; however, additional information reported stated that no product would be returned for evaluation. It was also reported that no damage related to the reported event was observed on the heartmate 3 system controller (serial number: (B)(4)). The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 28dec2020. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for the equipment¿, addresses how to properly care for and maintain the equipment for proper use, including how to ensure that the backup battery is properly installed. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's emergency backup battery (ebb) was exchanged and found to be leaking acid.